Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) 'quick check' function would not operate and the ICD would not respond to a magnet application. The programmer displayed a message that indicated a possible device malfunction may have occurred.